Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was continuing to receive a no delivery alarm on the insulin pump. Customer's blood glucose was 28.8 mmol/l. Customer stated that they are always able to prime insulin through the tubing when they are not connected but they receive no delivery alarms when they are connected. Customer is not willing to troubleshoot any further and would like the pump to be replaced. Customer was advised that the pump will be replaced.